Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-29, information was received from a patient, via a manufacturer representative (rep), regarding a patient receiving fentanyl (unknown dose and concentration) via an implantable pump. It was reported the patient's pump was flipping and the patient was not sure if they were getting effective therapy. Pump revision surgery occurred. The pump segment of the catheter was cut. The pump pocket was moved from their abdomen to their back right. A new pump segment was tunneled and attached to the existing pump segment and pump. The issue was resolved at the time of this report.